Event description:
It was reported that the external pulse generator (epg) did not pass the safety test in the biomedical engineering department of the hospital. The epg was tested by the pacer mode of the fluke biomedical impulse 7000dp. The engineer reported that there were normal values in the ventricular mode, however, when testing the atrial mode, the parameters for rate, pulse width, amplitude and energy were shown on the testing machine as unsatisfactory. The device was returned to the manufacturer for servicing. No patient involvement was reported.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. It was noted that the display frame had fluid contamination/corrosion, the upper case showed fluid ingression around the encoder area, encoder nuts were not torqued appropriately, the main printed circuit board (pcb) was replaced as a preventive measure, there was residue around the pcb. It was also noted that due to the type of tester used, the facility would not get accurate readings when using this tester to test this device. A device history record (DHR) review was performed to investigate the torque setting on the encoder nuts. Conclusion: the DHR did not contain data potentially or directly associated with the torque setting on the encoder nuts.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.